Event description:
Event description guidant received information that the patient with this patient experienced syncope. Upon interrogation, the clinician noted several sudden bradycardia response episodes. However, all other measurements were within normal limits.